Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('serious adverse reactions, recovering since she is e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal was resolving. The reporter considered medical device removal to be related to essure. The reporter commented: citizen from (B)(6) posted she was on the website on behalf of her friend in (B)(6) who had serious adverse reactions and was still recovering now that she was e-free. Her obgyn knows of many people with problems in (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('serious adverse reactions, recovering since she is e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal was resolving. The reporter considered medical device removal to be related to essure. The reporter commented: citizen from UK posted she was on the website on behalf of her friend in france who had serious adverse reactions and was still recovering now that she was e-free. Her obgyn knows of many people with problems in france. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.